Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had an issue in launching medapp after power outage. The technical support specialist dialed into the wingd station and verified that the application was already up and running, confirming the issue had been resolved. The customer also verified successful functionality and granted permission to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, medapp would not launch after power outage. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy. There were no adverse events or injuries reported based on this event.